Manufacturer narrative:
Device analysis: the facility disposed of this product, consequently, a returned product analysis will not be possible. As the lot number is unknown, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
Internal audit findings revealed that a report should be submitted for this device. Same case as manufacturer's report #6000130-2006-00027; it was reported that during a ptca / atherectomy treatment procedure, the wire sheared off and the burr perforated the circumflex coronary artery. The lesion being treated was highly calcified. After several unsuccessful attempts to cross the lesion with various balloons, the physician decided to use rotablator therapy to cross the lesion. After several passes with the burr, the wire sheared off and the burr perforated the artery. The patient experienced chest pain of 5/10 intensity. The physician removed the burr, inserted a balloon and inflated it in an attempt to seal off the perforation. The patient remained on the table for 2 more hours under observation. His chest pain never increased in intensity beyond the 5/10 level, and gradually decreased to a 2/10 intensity. Two echocardiograms were performed during this time to assess for tamponade, but no evidence was noted. The patient was taken back to the ccu where he remained stable.